Event description:
It was reported that the ilet generated an alert 38 indicating a motor stall during a supply change, persisted despite multiple resets, and a replacement device was provided after troubleshooting and user education. Symptoms included hyperglycemia with blood glucose greater than 300 mg/dl for a few hours without ketone testing, backup therapy, medical intervention, or other acute effects. Outcomes included no hospitalization, no professional medical treatment, and no assistance required. Investigation included complaint intake review, user troubleshooting guidance, and device replacement with instructions to sync data and shut down prior to return. Investigation of this device revealed a device malfunction consistent with a motor stall affecting pump operation; no injury was reported and no device component damage beyond the motor stall was identified from available information.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.